Event description:
An elderly male with large skin tear on lower extremity. Ioban 2 wound dressing was being removed after cardiac surgical procedure. It was noted when the drape was being removed from the lower extremity, the patient's skin was adhered to the drape. The staff made attempts to carefully remove the remaining drape. It was difficult to see that additional skin was adhered and when the drape was completely removed, the skin tear was noted. The patient will follow up for wound care.